Event description:
International customer reported that a tear of unknown origin was found on the device one day following initial activation. The surgeon reports that the patient developed a hematoma due to insufficient drainage caused by the damaged reservoir. The hematoma was reduced by a combination of suction and compression.

Manufacturer narrative:
No conclusion can be drawn at this time. The device functioned as intended for one day; the source of the tear cannot be determined. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device associated with this event is not known. International affiliate reports the following possible products. Lot: 621032, mfg date: 11/01/2006, exp date: 11/30/2011; lot 621095, mfg date: 11/01/2006, exp date: 11/30/2011.